Event description:
It was reported that the customer was having issues with continuous infusion chemotherapies when running concurrently with high rate fluids. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an concurrent flow issues was not determined because no products or device logs were returned.

Event description:
It was reported that the customer was having issues with continuous infusion chemotherapies when running concurrently with high rate fluids. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.